Event description:
The customer reported that a communication error message was displayed whenever they pushed a screen button. This error message will likely result in a system shut down or lock-up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was reseated. The system was then found to be operating as intended.